Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a lobectomy procedure, the surgeon squeezed the handle for a few times, however the handle of the device was not locked. The surgeon kept squeezing the handle and pushed the green button ,then tried to squeeze the handle again ,however he could not squeeze it and could not fire the device. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.